Event description:
Caller reported a malfunction on the pump, identified with a malfunction code. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.